Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af). Technical services (ts) was contacted, and ts explained that the rate crossed into the ventricular fibrillation (vf) zone and the device would inhibit for af with an unstable ventricle or af with conduction. Ts noted that quick convert anti-tachycardia pacing (atp) accelerated the patient's rhythm into the vf zone before being converted by the aforementioned shock by the device. The field representative discussed programming solutions with ts. The device and leads remain in service. No adverse patient effects were reported.